Manufacturer narrative:
9th oncoplastic surgery society chairman's lecture. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "infectious disease ".

Event description:
Company representative reported "confirmed at the 9th oncoplastic surgery society chairman's lecture. Twelve infectious disease cases were confirmed after implantation of the tissue expander, and continuous saline infusion and intermittent drain inhalation were performed, and all cases recovered without removal." The device remains implanted.

Event description:
Initially reported via healthcare professional. The affected side is unknown.

Manufacturer narrative:
Continued e1 -- institution: (B)(6) hospital.